Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received power loss alarm. Customer reported two power loss alarms. Customer did not received request to rewind the insulin pump. Customer had new battery to test the insulin pump. After troubleshooting or following advised steps customer reported power loss alarm. No harm requiring medical interventions was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement and self tests. All currents are within specified ranges. No unexpected low battery, replace battery now, or power loss alerts were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. P-cap or reservoir locks properly into place. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay. No damage on retainer ring noted. (B)(4).